Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. No medical intervention was reported. The device was returned to a third party service center for evaluation. Foam particles were found inside the blower kit. The device was found to be contaminated with dust. There was also contamination from cigarette smoke and/or insect infestation. The modem flipdoor was missing. The unit did not power on. The device was scrapped.